Event description:
The customer reported that the camera head "image was dark. Replacement of light guide and optical visual tube did not resolve the problem. Resolved by replacing camera head." The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request of a ¿image was dark¿ was confirmed.additionally, flooded image and adhesion on the main body was noted. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. Although it was found that the screen was fogged up due to fluid invasion, the cause of the fluid invasion could not be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following warnings: endoscope image erasure and freeze - warning. - the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.